Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - after a few hours of testing the measurements, the unit displayed an abnormal reading/line. As a preventative measure, the lcd, digital and analog board as well as the battery were all replaced. After repair, the unit passed safety and functional testing. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. Likely root cause is, defective hardware (digital and analog boards and battery).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a the screen of a cerelink monitor is greyed out and the figures displayed are wildly out of range with each other and registering icps of between -30 and +55. Medical staff were unable to wake the patient up due to unreliable icps. The monitor was used since (B)(6) 2023. It was just greyed out like no matter what they did to it (ticking the green tick, pressing the 0, 20, 100 button and turning it off).